Event description:
The hcp reported a pt with an intrathecal drug delivery pump had developed an infection. The drug used in the pump is baclofen. No pt symptoms or withdrawal related events were reported. Additional info has been requested from the hcp.